Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from july 17, 2020 - july 20, 2020. H10: the device was received for evaluation. Visual inspections with the unaided eye and magnification were performed which observed a dark particle approximately 0.10 square millimeters at the top area of the spike port on the inside front of the bag. The particle was identified to be degraded polyvinyl chloride pvc) via ftir (fourier-transform infrared) spectroscopy test. In conclusion, a fragment of degraded pvc was found encapsulated just below the interior surface of the middle port tube. Pvc is consistent with material used in the spike port housing and the spike port tubing. The reported condition was verified. The cause of the was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issues was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.